Manufacturer narrative:
The model 3100 battery was returned to ebr for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
On (B)(6) 2025, a 77-year-old male underwent a battery replacement procedure at (B)(6). Prior to the procedure, attempts to establish communication with the wise crt system were unsuccessful despite multiple troubleshooting efforts. Following the replacement of the 3100 battery, the wise system was functioning normally, and biventricular pacing was confirmed. No complications or adverse events were reported, and no additional information was provided.

Manufacturer narrative:
Battery s/n (B)(6), associated with complaint pcn 25-024, was returned to ebr for evaluation. The corresponding m4100 transmitter (s/n (B)(6)) remains implanted, preventing direct testing. Instead, programmer logs and battery data were analyzed. The voltage curve showed a steady decline over 2,200 days, consistent with the expected 6 year service life per the IFU (transmit level 2, rv sense average 72). However, the end of service (eos) point fell below the IFU's minimum (min) curve, indicating earlier-than-expected depletion. This pattern where the battery life appears within specification but exhbits accelerated depletion is consistent with kryoflex feedthrough degradation, which can cause unstable electrical pathways, elevated current draw, and early battery exhaustion. As the model 4100 transmitter was not returned for analysis, the root cause of the communication failure could not be determined. However, the transmitter's serial number falls within the scope of CAPA 20-001, which was initiated to address feedthrough failures.

Manufacturer narrative:
The previous follow up on 14-mar-2025, the estimated remaining capacity of battery (s/n (B)(6)) was 18% with a voltage reading of 2.27 v and a recommended replacement time (rrt) of 14-dec-2025. After the new battery was implanted on jun 10, 2025, data retrieved from the old battery (s/n (B)(6)) via the programmer, indicated that the device entered safe mode on april 8, 2025, as recorded by the eeprom. This explains the lack of communication observed during the procedure on (B)(6) 2025. The device reached eos on (B)(6) 2025, with an estimated remaining capacity of 17%. Seventeen percent of the battery capacity is unaccounted for, suggesting energy loss outside of normal operation of the device. Based on complaint analysis of devices with similar symptoms, the most likely root cause is either dendritic growth across the battery plus kryoflex feed through or corrosive failure of the battery plus wire. In summary the battery (B)(6) was implanted on (B)(6) 2019, and remained in service for over five years. According to product labelling and instructions for use (lbl-05303), the expected battery life ranges from 0.67- 5.00 years. Therefore the battery longevity was within the expected range.

Event description:
This incident occurred outside the united states, in australia on (B)(6) 2025, involving a product that is also marketed in the u.s. Therefore this was also reported to the therapeutic goods administration (tga).